Event description:
"Cardiologist was using a perclose, 16fr closer during a stent placement and instrument perforated proximal left circumflex coronary artery. Autopsy revealed exsanguination due to retroperitoneal hemorrhage." The md achieved arteriotomy closure with the closer s 6fr device. It was reported that the md obtained right femoral arterial access after multiple sticks with the access needle. The access site was reported to be "high above" the femoral head. The pt was reported to be extremely anxious and received a total of 7mg of versed & 250 mcg of fentanyl. The md stated that he chose to use the perclose device because he noted that the pt was extemely uncomfortable and could not have tolerated the sheath being left in place. At 11:15 am the pt was transferred to a room in stable condition & was transferred to the bed by 5 staff members. The staff performed "routine monitoring & checks". It was reported that the pt was uncooperative & requested pain medication. The pt was reorted to be mildly hypotensive due to the amount of sedatives & narcotics recieved. There were no reports of fluctuations in bp, tachycardia, bruising or complaint of pressure in the adbomen. At 1:20pm, the nurse noted that the pt's heart rate was 35 beats per minute on the monitor. The nurse discovered that the pt was unresponsive with absent distal pulses. Resuscitation was initiated and continued for 1 hour. The pt returned to the cath lab to verify stent patency or if a "bleed" occurred. The angiogram revealed the stent was patent. CPR was continued throughout. The pt was pronounced dead at 3:02 pm. The physician stated that the death was not related to the perclose device.